Event description:
It was reported that patient had been non-compliant with arm restrictions and thus, the right atrial (ra) lead had become dislodged and was pulled back into the subclavian vein. The right ventricular (rv) lead had a microdislodgment and all lead slack was pulled taut. Both leads were removed from the header of the device and repositioned. When the rv lead was attempted to be put back in the device header, the set screw was not able to engage, and it was noted that the set screw had come all the way out. The set screw was attempted to be placed back in the device header, but when tightened it would not hold the lead in place. A new device was implanted for use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.